Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous prospective maternal reusable device case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a 42-years-old asian female patient. Medical history included current pregnancy which was her third pregnancy and she had two pregnancies that ended in miscarriages due to uncontrolled diabetes. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (huminsulin 30/70) unknown formulation via a reusable device (humapen ergo ii), at an unknown dose, frequency, subcutaneously, for the treatment of diabetes, beginning on an unknown date, at an unspecified age of pregnancy (maternal exposure). She was five months pregnant at the time of report. The date of her last menstrual period was not provided. Estimated due date as per calculated by the manufacturer was 12-oct-2026. On (B)(6) 2026, after administering human insulin isophane suspension 70%/human insulin 30% therapy, she noticed that the device was not delivering the medication properly and even after taking nine units of insulin the blood sugar remained high (B)(4)/lot: d951438) and diabetes was not under control (values, units and reference range not provided). Due to diabetes mellitus inadequate control, she was hospitalized on (B)(6) 2026. On (B)(6) 2026, she was discharged from the hospital. A sonography was done, and fortunately, the baby was stable at the time of report, and no major complications were observed so far. Further information regarding any maternal testing or complications during pregnancy, corrective treatment and outcome of the events was not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was unknown. The operator of huma pen ergo ii was patient and her training status was not provided. The general device duration of use and suspect humapen ergo ii device duration of use were not reported. The status of suspect device and its return was not provided. The reporting consumer did not provide any relatedness of the events to human insulin isophane suspension 70%/human insulin 30% drug or with suspect humapen ergo ii device. The exposure event was captured for tracking purposes. Update 24-jun-2026: information received from affiliate on 20-jun-2026 regarding unsuccessful follow-up attempts. No new medically significant information was received and hence no changes were made to the case. Edit 06jul2026: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.